Event description:
Following peripheral intervention nurse attempted to remove balkin sheath. The sheath came apart and only part of it was removed on the unit. Pt had to be taken back to cath lab where the remainder of the sheath was snared and removed. Per surgeon remainder of sheath was just under skin at entry site in the groin.